Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared during the evening of (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and it is not stated whether the patient made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that at 1:30am on (B)(6) 2017 they developed the symptoms of ¿shakiness and blurred vision¿. In response to this the emergency medical services (ems) were called. Upon arrival, at 2am, the ems provided the patient with food and/or drink as treatment. The patient¿s blood glucose was measured on an unspecified device at this time and a result of ¿42mg/dl¿ was obtained. The ems reportedly waited until the patient¿s condition stabilized, and further blood glucose tests were performed with results of ¿88, 100 and 114mg/dl¿ being obtained on an unspecified device at this time. At the time of troubleshooting the cca walked the patient through a re-test and the issue was resolved. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.